Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the pump read the customer's blood glucose (bg) as "high" and when tested, bg was in the 390 mg/dl range. Contact suspected the cause of the elevated bg was due to the infusion set; however, after changing the infusion set twice, school nurse administered insulin injection to lower bg. Pump system check was performed with tandem technical support; no device issue was identified. Recommendation was made for the contact to discuss the event with a healthcare provider.